Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Corrected d4 catalog number. Updated/selected d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no data logs were returned to confirm if biomaterial present on returned product was ingested during pump run or picked up on explant. The cause of the fluid leak and product damage - purge sidearm crack could not be determined as leak did not reproduce with returned product.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 65-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) was showing a high purge pressure alarm. No visible kinks noted. The purge cassette was replaced, but right after, there was a leak noted at the connection between the purge cassette and the purge filter unit. The luer lock was tightened, which resolved the issue. The following morning, a high purge pressure triggered again. A small crack on the connection was noted and a leak was at the area. A decision was made to replace the pump for a an impella cp and transfer the patient to another hospital that can perform a left ventricular assist device (lvad). No further issues were noted. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 3.6l/min as intended. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
E4 and h6 medical device problem code a0404 was inadvertently omitted on the initial manufacturer device report.